Manufacturer narrative:
The units were not returned, so they could not be inspected. The lot history was reviewed and the product was verified to have been manufactured correctly and sterilized via a validated sterilization cycle, and no discrepancies were found. Ptfe is a bioinert material and this is the first complaint received by osteogenics concerning tissue irritation/swelling. There are many clinical factors that could lead to this event, and based on the review of the lot history and complaint trending, we do not believe this was device related.

Event description:
The clinician stated that the tissue around the ptfe suture became swollen and therefore had a higher tension on the flap. The suture had to be removed early and upon removal the irritation disappeared. The patient was also prescribed antibiotics because the tissue looked 'necrotic'. The patient healed upon suture removal and therefore there was no serious outcome.